Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the inegrated electrosurgical unit (iesu). A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, the customer called an intuitive technical support engineer (tse) and reported a c-34 erbe generator fault. Monopolar is not firing. Prior to calling, customer rebooted the generator and replaced instrument cable and instrument, but the fault returned. Tse informed customer to use a 3rd party generator (force triad) to be able to finish the procedure. The procedure was completed with third party generator with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure could be completed successfully.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported failure (error c-34 and c-00) was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode. The iesu will be returned to original equipment manufacturer (OEM) for repair.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Please refer to the following updated information: annex b - inv type desc 2 to b13 - communication/interviews

Event description:
Refer to h10/h11 for follow-up information.